Manufacturer narrative:
(B)(4). A product deficiency has been identified. With a unique combination of instrument and reagent conditions there is a potential for sample carryover which can result in falsely elevated (B)(6) concentrations on the architect i1000sr system. Negative samples have returned (B)(6) and grey zone (B)(6) results when a high concentration (B)(6) sample is assessed prior to the negative sample with architect (B)(6) (list number 7k78/6c21) on an i1000sr instrument which also utilizes the architect (B)(6) (list number 6c17) assay. Further investigation of this quality issue will be conducted. An investigation is in process.

Manufacturer narrative:
The suspect medical device has changed from the (B)(4). MFR # 3005094123-2011-00547 has been submitted to address this error.

Event description:
The customer stated an architect i1000sr analyzer generated falsely elevated (B)(6) results for one patient sample. Data was reviewed and found not to affect the clinical interpretation or medical decision making. There was no adverse impact to patient management reported.